Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a vaginal vault suspension to high uterosacral ligament, vaginal enterocele repair, anterior repair, suburethral sling, cystoscopy and vaginal biopsy procedures performed on (B)(6) 2011 to treat a patient with pelvic organ prolapse and stress urinary incontinence. Findings before the surgery includes grade 3 vault prolapse, grade 3 cystocele, and grade 1 rectocele. Findings during surgery include grade 3 enterocele, and friable vaginal tissue. Findings after the surgery includes excellent length and caliber vagina, no constriction rings, bilateral spill of indigo carmine from both ureteral orifices, no foreign body in bladder or urethra, and a posterior repair was not done because the patient had excellent suspension which eliminated the rectocele. There were no patient complications reported at the conclusion of the procedure. The patient was stable at the end of the procedure and the patient's prognosis was reported to be excellent. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6), md. (B)(6). Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.